Event description:
It was reported from (B)(6) that prior to the surgery during inspection, it was discovered that the motor device had damage that suggested that part of the tube had melted due to high temperatures. There were no delays to the planned surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number or complete address provided. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number and device manufacture date: the device serial number provided by the reporter in the initial report was incorrect ((B)(4)). Therefore, the manufacture date was documented as unknown. Upon receipt of the device the serial number was identified as (B)(4). The device manufacture date has been updated to apr 7, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be mishandling, by allowing the cord to come in contact with something hot, which is user error, abuse and/ or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.